Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the patient received a blood glucose result of 435 mg/dl at 10:02am on the performa system. Based on this high result the customer injected 6 units of novorapid insulin. Within a few minutes the patient began to experience hypoglycemia and was feeling dizzy. The patient's wife called the doctor who advised that she treat the patient with a glass of juice. At 10:22am the patient received a blood glucose result of 108 mg/dl. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.